Event description:
It was reported the patient was experiencing pocket heating while charging their ipg. In turn, the patient underwent surgery wherein the ipg was explanted and replaced. Therapy restored post-operatively.